Event description:
Reporter alleged obtaining a discrepant blood glucose of 250 mg/dl on the compact system compared back to back with a result of about 70-99 mg/dl on her doctor's meter when testing was performed less than 10 minutes apart. Reporter indicated that she was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions or treatment were reported. No adverse event reported. The suspect product was not returned to the manufacturer for evaluation.